Event description:
It was reported that a shaft break occurred. A 5.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, when the stent was placed into position, the stent shaft was fractured. The entire stent was withdrawn and removed from the vessel and the fractured shaft was noted. The procedure was completed with another of same device. The patient was in stable condition during the procedure and the procedure was completed successfully.

Manufacturer narrative:
Additional information provided in section b5: describe event or problem. Device evaluated by manufacturer: a synergy megatron mr ous 5.00 x 16mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination and no issues were noted. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 22cm distal to the distal end of strain relief as well as multiple kinks. Examination of the shaft confirmed the reported event as a shaft break as well as multiple unreported hypotube kinks and a damaged tip were noted.

Event description:
It was reported that a shaft break occurred. A 5.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, when the stent was placed into position, the stent shaft was fractured. The entire stent was withdrawn and removed from the vessel and the fractured shaft was noted. The procedure was completed with another of same device. The patient was in stable condition during the procedure and the procedure was completed successfully. It was further reported that the 80% stenosed, moderately calcified and non tortuous lesion was located in the left main artery (lm). The device was in the guiding catheter when the break occurred.

Manufacturer narrative:
Additional information provided in section b5: describe event or problem

Event description:
It was reported that a shaft break occurred. A 5.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, when the stent was placed into position, the stent shaft was fractured. The entire stent was withdrawn and removed from the vessel and the fractured shaft was noted. The procedure was completed with another of same device. The patient was in stable condition during the procedure and the procedure was completed successfully. It was further reported that the 80% stenosed, moderately calcified and non tortuous lesion was located in the left main artery (lm). The device was in the guiding catheter when the break occurred.